Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited an increased pacing lead impedance (pli) measurement from 480 ohms to 1,632 ohms. Likewise, pacing thresholds were good and sensing was at 3 mv. The patient was not dependent. The physician is going to follow the patient on a monthly basis. They did an x-ray but could not visualize any area that would indicate that a lead fracture had occurred. Additional information received indicates the a lead safety switch was triggered for this lead upon patient check. Chest x-ray was performed and everything seemed fine with pacing impedance measurement of 1,100 ohms in bipolar configuration with 1,800 ohms as the highest recorded pli measurement. Unipolar configuration was measured at 400 ohms. The physician then decided to leave the patient in unipolar setting for sensing and pacing since the patient was not pacer dependent. The system remains in-service. No adverse patient effects were reported.